Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by unintentional contact with other surgical equipment or the distal jaws constantly touching without tissue contact, leading to a short circuit in the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the tip had spark marks on the insulator and cracks on the ceramic pin. No other issues were found at evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the jaws insert "hicura", 5 x 330, maryland, bipolar had the tip scorched during cleaning with no power being generated anymore than necessary. The issue was found during the laparoscopic uterine fibroid enucleation procedure which was completed with the same device. There were no reports of patient harm.